Event description:
The patient reported the following: the patient underwent multiple procedures on (B)(6) 2007, including bilateral mastopexies, brachioplasties, and abdominoplasty after massive weight loss. The patient stated that postoperatively, and for the last fourteen (14) months, she has experienced pain and irritation along all incision lines, extruding sutures that have been removed under local anesthesia on multiple occasions, and scarring. The patient has had multiple scar revisions as the product was removed due to pain from extrusion. A recent procedure to remove the product occurred on (B)(6) 2009. Multiple courses of antibiotics were administered over a period of fourteen (14) months, although, no cultures and sensitivities were completed. The patient is not able to recall names and dosages for the antibiotics. Angiotech was able to contact the doctor's office and verify that quill srs 3-0 nylon was used for all closures.

Manufacturer narrative:
The doctor's office was able to verify that quill srs 3-0 nylon was used for all closures. Specific product information, however, such as the model number and lot number, were not provided. Method: the device was not returned for evaluation. Furthermore, the model number and the lot number are unk. Results: the device was not returned for evaluation. No product evaluation can be performed. Angiotech reference:(B)(4). Quill srs 3-0 nylon.